Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.